Event description:
The ceramic ring fell off in the pt's joint space, during a decompression case. Conmed console used at 140cut/50coag. Surgeon converted to an open procedure to attempt ceramic ring retrieval. Not all of the ring could be retrieved. Surgery extended over 30 minutes.